Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation.

Event description:
Incident as reported: laparoscopic cholecystectomy - "tip of bag broke off and remained in the pt after bag was removed. The tip of bag was then removed with a grasper."